Event description:
Reporter indicated that pt presented for an office visit where her settings were found to be unexpected values. Programming history for pt has been requested by manufacturer to determine if and/or how the programming handheld caused this.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.